Event description:
The homecare provider returned the mark 7 for repair of the pneumatic demand device and vacuum. During functional test, svc tech was terminating the fill of the mark 7. The vent lever popped free from the unit as she closed the vent lever which resulted in liquid oxygen leaking from the top of the unit. She disengaged the mark 7 from the stationary unit to stop the leak. No injury occurred.